Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Visual inspection of the returned device revealed that no foreign matter was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device sterility was compromised. The target lesion was located in the coronary artery. An encore balloon catheter inflation device was selected for use. During unpacking, it was noticed that water droplets were inside the tube. The physician decided to stop the usage of this device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device sterility was compromised. The target lesion was located in the coronary artery. An encore balloon catheter inflation device was selected for use. During unpacking, it was noticed that water droplets were inside the tube. The physician decided to stop the usage of this device. The procedure was completed with another of the same device. No patient complications were reported.